Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported vai social media that a customer had high blood glucose levels of 451 mg/dl, and that while she sleeps her infusion set comes apart. The customer wrote that she would call medtronic later on to report the issue. No further details were obtained.